Event description:
During an in clinic follow-up, a sharp drop in battery voltage was observed. The physician alleged the drop in battery voltage was due to premature battery depletion or an overestimation of battery longevity at a previous follow-up. The device is anticipated to be explanted and replaced, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported customer complaint of premature battery depletion and overestimation were not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level in line with projected longevity. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Electrical testing was performed under nominal conditions which indicated normal functionality and no measurement anomaly was observed. Additionally, evaluation of the device under various pulse amplitudes revealed normal current levels and no indication of premature battery depletion. Furthermore, a longevity assessment was performed, and the device exceeded 75 percent of projected longevity indicating normal battery depletion.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.